Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure that etlw1624c156ej, (B)(6) could not be implanted to the planned location, so the left internal iliac was blocked unintentionally. The procedure was completed based on the physician's judgement that no serious event would occur. The patient developed post operative covid-19 and returned to the general ward at the beginning of august. After several days foot edema appeared. As the patient had been sleeping for 10 days due to covid-19, the physician determined that there were no complications with the stent graft and instead fluid inside the body had accumulated and could not be removed and no treatment was required. Per the physician the cause of the inaccurate delivery is undetermined. It was confirmed no vessel thrombus/calcification/ tortuosity contributed to the implant positioning difficulty. The cause of the foot edema was not related to the endurant iis stent grafts but due to fluid retention. No additional clinical sequelae were reported, and the patient will be monitored.